Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR was performed and found no nonconformances. Because the device was not returned, mmdg has been unable to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter states that the pump was "acting like it was running, but nothing was delivering". They also stated that the pump was not alarming. Mmdg did follow up with the initial reporter, who stated that this resulted in a delay of therapy and the patient was dehydrated and tired the next day, but otherwise was fine. (B)(4).